Event description:
It was reported that patient called about a driveline communication fault alarm. Log files captured driveline communication fault alarms beginning at 3:18 pm on (B)(6) 2024. The system controller and modular cable were exchanged, and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days ((B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A driveline communication fault alarm was observed on (B)(6) 2024 correlating to the system¿s comm-b line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect system function. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the alarm resolved upon exchanging the system controller and modular cable (lot number 6709701, evaluated separately). The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.